Event description:
Information was received from a patient with an implanted neurostimulator (ins). They reported that they had been having several issues with it. One was that the controller was acting up and kept giving me an error message that it needed to be charged even though it had a full battery. The other issue was that it was taking a significantly longer time to recharge the device and the battery was running out much faster than usual. It appeared to have migrated/turned and their physician was planning a procedure to get it back into better position so they were hopeful that they will take care of the later problem. But patient needed to address the controller issue and they were not sure who to speak with about getting it replaced or repaired. Additional information was received from the patient. When asked for known circumstances and possible cause that led to the device migrated/turned, patient stated there were none. Patient stated the issue with their controller was not yet resolved and they will call patient and technical services (pats).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.